Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of being incoherent and unconscious. Medical attention is reported as a result of the reported symptoms. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Corrected sections as of 01-nov-2019: h10: most likely underlying root cause was changed from "mlc-41: dead battery" to "mlc-25: strip inserted backwards or upside-down". Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down.